Event description:
Tvt secur implant implanted in (B)(6) 2008, caused foreign body reaction that went undetected for 3 years, resulting in chronic anemia, weakened immune sys, the inability to fight off infections, eg a cold turned into pneumonia, experienced uti infection for the first time in 30 yrs, infections in subsequent surgeries requiring months of oral and intravenous antibiotics that compromised the healing of an achilles tendon re-attachment, increased number asthma attacks more severe and harder to get under control, required increases of steroid medication, increase in high blood pressure, requiring add'l prescription medication, increased fatigue with joint pain, pain in vagina 3 months prior to detected erosion, erosion into vagina of hundreds of broken off fragments of polystyrene blue fibers from the tvt, urethra pain, bladder pain, again hundreds of small fragments of broken off fibers in urine, collected by filtering urine through a dairy milk filter at home when doctors were unable to find via tests where the erosions were occurring. Anti-depressant medication doubled, unmanageable pain, suicidal depression, mesh explant (B)(6) 2011, chronic pain, moderate to severe being experienced still (B)(6) months post-op.